Event description:
Boston scientific received information that during a routine in-clinic follow up, this implantable defibrillation lead exhibited low out of range pacing and shock impedance measurements and loss of capture (loc). A lead fracture was suspected. An invasive procedure was performed approximately four days later. Another implantable defibrillation lead was attempted to be implanted, however, was unsuccessful due to tortuous patient anatomy. It was reported that the patient does not require pacing. The procedure was abandoned and the chronic lead was connected to the chronic device. No additional adverse patient effects were reported.

Manufacturer narrative:
Another lead revision procedure was being considered. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.